Manufacturer narrative:
The t:flex pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 73 units. Reportedly, the cartridge was filled with 440 units of insulin. In addition, the air was not properly removed from the cartridge prior to filling it with insulin. The customer¿s blood glucose level was greater than 300 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.